Event description:
It was reported that approximately five years and six months following the implant of this transcatheter aortic bioprosthetic valve, the valve failed. The primary mode of the valve failure was reported as non-structural valve dysfunction with severe transvalvular aortic regurgitation (ar). Forty-five days later reintervention was performed. A non-medtronic transcatheter aortic valve (tav) was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a baseline transthoracic echocardiogram was performed prior to the valve-in-valve and revealed a mean aortic gradient of 5.43 mmhg, aortic valve area of 3.05 cm2, max aortic velocity of 1.45 m/sec, severe total aortic prosthetic regurgitation, and moderate mitral and tricuspid regurgitation. Additionally, the previously reported information was corrected to note that the valve failure was structural valve dysfunction with no hemodynamic valve deterioration.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.